Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal and electrical testing did not find any indication of conductor fractures or internal shorts. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final visual analysis of the lead found full breach insulation degradation exposing the outer coil adjacent to the connector boot. All other damages found on the lead are consistent with that occurring at the time of explant.

Event description:
Related manufacturer reference number: 2017865-2023-51414. Related manufacturer reference number: 2017865-2023-51415. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was reported to be infection and valve endocarditis.